Manufacturer narrative:
(B)(4). Batch # p9154d. The device was received with the top of the I-blade fractured and slightly lifted. Upon visual inspection of the device no damage was found in the jaws as reported. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A batch history record review was performed, and a nc was created during the manufacturing of this batch but was not related to the event description. Additionally, no defects or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, twenty minutes into this difficult procedure, the blade got stuck in the jaws and the doctor removed the device and the top part of the jaw was out of position and so the blade could not move forwards. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.